Manufacturer narrative:
Investigation: one photo of a 31g x 5mm pen needle sample was returned from an unknown lot. No., cat. No. 325107. Visual examination of the returned photo was carried out and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample in the returned photo is open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that defective needles were found during use with a pn 31x5 france 5b. The following information was provided by the initial reporter, I have been using 5 mm needles for several years. For several months now, I have noticed that some needles are defective in each box. They are twisted and therefore unusable. I realize this when I prick myself and am therefore unable to say how many units of insulin have passed or not at that time. You will understand that this represents a serious problem in the treatment of my diabetes, since it is unbalanced every time. I use 4 needles a day. I am enclosing a copy of a defective needle so that you can see and correct this problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective needles were found during use with a pn 31x5 france 5b. The following information was provided by the initial reporter, I have been using 5 mm needles for several years. For several months now, I have noticed that some needles are defective in each box. They are twisted and therefore unusable. I realize this when I prick myself and am therefore unable to say how many units of insulin have passed or not at that time. You will understand that this represents a serious problem in the treatment of my diabetes, since it is unbalanced every time. I use 4 needles a day. I am enclosing a copy of a defective needle so that you can see and correct this problem."